Event description:
It was reported that a dye test was done on (B)(6) 2015 and the patient was given oral baclofen to manage symptoms. During the dye test the patient coded; his blood pressure was 70/40 and his vitals were "down in the 40's." The "last thing the patient remembered, he was getting up in the ICU (intensive care unit)" where he remained for a couple of days. The patient was currently still in the hospital. A revision was scheduled for (B)(6) 2015. The patient was moved to the hospital to help convert to oral baclofen while they waited for the surgery. Reportedly when they tried to increase the oral baclofen they overdosed the patient. The patient was intubated to keep the airway open, but was extubated later that same day after he was stabilized. The pump was used to infuse baclofen (lioresal). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was seen by the healthcare professional (hcp) with withdrawal symptoms of drowsiness and double vision. The hcp did a dye test on (B)(6) 2015 and the patient was given oral baclofen to manage symptoms. Reportedly they overdosed the patient. During the dye test, the patient coded; his blood pressure was 70/40 and his vitals were ¿down in the 40¿s.¿ the ¿last thing the patient remembered, he was getting up in the ICU (intensive care unit)¿ where he remained for a couple of days. The patient was currently still in the hospital. A revision was scheduled for (B)(6) 2015. The patient was moved to the hospital to help convert to oral baclofen while they waited for the surgery. The patient was suffering from severe withdrawal and was given 10mg of oral baclofen and then 20mg of oral baclofen 2 hours later. The patient was intubated to keep the airway open, but was extubated later that same day after he was stabilized. The pump was used to infuse baclofen (lioresal). No outcome was reported for this event. Follow up w as being conducted to obtain additional information. If additional information is received, a follow up report will be sent.